Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc, lot # n280826010, implanted: (B)(6) 2011, explanted: unknown.

Event description:
An infection was reported. Per the health care provider, the catheter was explanted and the pump remained as the patient may continue to use the pump in the future. Additional information has been requested; a follow-up report will be sent if information becomes available.